Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an error message on the patient programmer when attempting to increase stimulation. The error code 1098 was displayed. No surgical intervention occurred or is planned. Troubleshooting involved walking the patient through using the programmer over the phone to ensure correct usage. No interventions have been taken, and the issue remains unresolved at the time of the report. The patient will be seeing later this month to investigate further. No patient complications have been reported as a result of this event. 2025-mar-20 e1 (rep): the manufacturer representative provided additional information and reported abnormal impedances on electrodes in use when interrogating the patient. The cause of the impedances remains unknown. The electrodes were removed from active use to resolve the issue. The patient could increased stimulation. The rep shared the information with the physician.